Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) defibrillation lead and another manufacturer's sub-q array exhibited a high out of range shock impedance measurement greater than 125 ohms. Subsequent measurements were noted to be stable and within normal limits at 88 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The physician will continue monitoring at this time. No adverse patient effects were reported. This product remains implanted and in service.